Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a hernia repair surgical procedure in 2011 and mesh was implanted. The patient stated they are in need of a revision surgery for issues. It was reported by the patient they are undergoing surgery on (B)(6) for chronic issues. No additional information was provided.